Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor, and excessive no delivery alarm test. No excessive no delivery alarms noted. The pump functioned properly. The pump had intermittent button response noted during testing due to corroded keypad traces. The low reservoir alert functioned properly. The pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 12.2 mmol/l. The notes only noted keypad. Troubleshooting was not performed. The device will be returned for analysis.